Manufacturer narrative:
One cadd prizm vip pump was returned for analysis. Visual inspection performed, and product found to be in a good condition. Event history log review was performed and found evidence of reported problem. Visual inspection and current testing performed. The test failed due to high motor current. The customer's stated problem was verified. Inspected the pump found error code 10036 on display. Further investigation of the pump and determined that a faulty motor was the root cause of the issue. Motor current test was performed, and the pump failed with high current. Service replaced the faulty motor to correct the reported problem.

Event description:
It was reported that the device gave an alarm and displayed the message "error 10036". No known adverse effects to patient.